Event description:
Account alleged that siderail will not stay int he upright position. No pt impact.

Manufacturer narrative:
No further information is available on the repair of the bed at this time.